Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 mg/dl resulting in loss of consciousness and a fall. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
E1, b5.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 69mg/dl, loss of consciousness resulting in a neck laceration requiring stitches, and ongoing lower back pain. Bg cause was not known. Customer consumed carbohydrates to address bg. A pump data review was performed and it was found that the customer had delivered a bolus and additional insulin was delivered via the control iq software to address a rising bg. At that time, control iq software terminated insulin deliveries once bg level started to decrease. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additional details, were not provided.